Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. E7156 exalt dscope 02 study. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 23, 2022 that a 8mm x 8cm fully covered biliary metal stent was implanted across an anastomotic stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. The patient was enrolled into the exalt dscope 02 study on (B)(6) 2022. On (B)(6) 2022, the patient presented with raw abdominal pain related to the placement of the fully covered metal stent. The patient was reported to be hospitalized and was discharged on (B)(6) 2022. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.